Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. It was unknown whether the patient was hospitalized prior to death. The patient died at home. It was reported that they found him in his home ¿thursday¿ (date unspecified), but they don't know what he passed away from or when. It was unknown whether the patient was connected to the homechoice (hc) at the time of death or if apd therapy was ongoing until the time of death. It was unknown if the patient had any events of peritonitis right before the death. It was unknown if an autopsy was performed or if a death certificate was available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. There was no non-conforming product identified that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.